Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 1) with multiple cartridges and multiple intermittent occlusion alarms occurred. Additionally, it was reported the customer's cartridge would not align with the pump. The customer's blood glucose reached 200-300 mg/dl. Reportedly, the customer reverted to manual injections and an alternate pump for alternate insulin therapy.